Manufacturer narrative:
Product ID: 8703w, lot#: l47177, implanted: (B)(6) 1997, explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that approximately 18 months before the initial report was made the system got infected and the whole system was explanted. A new system was implanted. The exact timeline of the events was not reported. The device system was used to infuse morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.